Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted, migrated to the heart and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The filter was deployed at the bottom of l1 vertebral body. Approximately ten years post filter deployment, computed tomography revealed inferior vena cava filter with the superior tip located at the level of the most inferior renal vein located on the left side. The filter was located at the right side of l2-l3 vertebral bodies and was located approximately 3.9 cm above the bifurcation of the inferior vena cava. The inferior vena cava was tortuous and therefore the inferior vena cava appears slightly tilted as a consequence. Multiple prongs were seen projecting outside the lumen of the inferior vena cava. The anterior prongs were projecting specifically in the duodenum located anteriorly. To the left side, the prong located at the 2 o clock position seemed to be projecting at the anterior wall of the abdominal aorta. Posteriorly prongs located at the 4 and 8 o clock position appeared to be projecting outside of the lumen just anterior to the vertebral bodies. Therefore, the investigation is confirmed for perforation of the ivc and caudal migration of the filter. However, the investigation is inconclusive for filter tilt, filter migration to heart and filter detachment. Based on the provided medical records there is no clear evidence to confirm for filter tilt as it is reported that the inferior vena cava was tortuous and therefore the ¿inferior vena cava appears slightly tilted as a consequence¿.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 06/2011),g4, h6 (device: 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years post filter deployment, computed tomography revealed inferior vena cava filter with the superior tip located at the level of the most inferior renal vein located on the left side. The filter was located at the right side of l2-l3 vertebral bodies and was located approximately 3.9 cm above the bifurcation of the inferior vena cava. The inferior vena cava was tortuous and therefore the inferior vena cava appears slightly tilted as a consequence. Multiple prongs were seen projecting outside the lumen of the inferior vena cava. The anterior prongs were projecting specifically in the duodenum located anteriorly. To the left side, the prong located at the 2 o clock position seemed to be projecting at the anterior wall of the abdominal aorta. Posteriorly prongs located at the 4 and 8 o clock position appeared to be projecting outside of the lumen just anterior to the vertebral bodies. Therefore, the investigation is confirmed for perforation of the ivc and caudal migration of the filter. However, the investigation is inconclusive for filter tilt, filter migration to heart and filter detachment. Based on the provided medical records there is no clear evidence to confirm for filter tilt as it is reported that the inferior vena cava was tortuous and therefore the ¿inferior vena cava appears slightly tilted as a consequence¿.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2011), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted, migrated to the heart and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain; however, the current status of the patient is unknown.